Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: delta v-40 ceramic head 36/-2,5; cat#6570-0-436 ; lot#91268402. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
As reported: "incision and drainage." A head and liner were revised. Right hip. Update on (B)(6) 2022: the incision & drainage was due to an infection.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#size 5 accolade ii 127 deg ; cat#6721-0535 ; lot#86008601. Device name#trident psl with purefix ha 46mm ; cat#542-11-46d ; lot#86109602. Device name#acetabular dome hole plug ; cat#2060-0000-1 ; lot#dn2kex. Device name#6.5 cancellous bone screw 20mm ; cat#2030-6520-1 ; lot#3m865k. Device name#6.5 cancellous bone screw 20mm ; cat#2030-6520-1 ; lot#et2ly8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "incision and drainage." A head and liner were revised. Right hip. Update (B)(6) 2022: the incision & drainage was due to an infection.